Event description:
It was reported that a pump infused too quickly. The device was programed to infuse at 100 ml/hr, and after 20 minutes the bag was empty.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the history log supports the reported event infusion start time and time of discovery. A flow rate and an occlusion test were performed per the sigma preventative maintenance procedure with the unit passing.